Manufacturer narrative:
Date of event: unknown. Report source: article titled "percutaneous kyphoplasty for palliation of thoracolumbar spine fractures due to malignancy - procedure indications, limitations and results out of 5 years", by max markmiller. Method: follow-up with company representative.

Event description:
In an article titled "percutaneous kyphoplasty for palliation of thoracolumbar spine fractures due to malignancy - procedure indications, limitations and results out of 5 years", 1,117 kyphoplasties performed from (B)(6) 2004 to (B)(6) 2009 were reviewed. Of the 1,117 kyphoplasties reviewed, 115 patients with metastatic lesions were treated. Visual analog scale showed a decrease of the pain level of 60% in 80% of the patients. All patients were mobile without orthesis after the procedure. The followings were reported relating to complications - refer to paravasations of the cement: two patients showed temporary radiculopathy. Three patients with intervertebral disc paravasation stayed asymptomatic. Three patients showed epidural paravasation without neurological impairment, but no oncologic patient required surgical revision. No further information was reported.